Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10162. It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The watchman access system (was) was positioned in the laa and a 27 mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed without issue. During the evaluation of release criteria, the tug test seemed to be a little aggressive due to how much the device moved when tugged; however, it looked fine. After obtaining measurements a check for pericardial effusion noted a very small amount on the right side of the heart. The physician had commented on it and they continued to search for anything further when the patient¿s pressure started to drop. They immediately performed pericardiocentesis and removed around 650 ml of fluid and administered two units of blood. Protamine was administered and the drain was left in. After the patient was transferred to recovery, the non bsc pigtail drain catheter had clotted off and the patient's pressure dropped again. The pigtail was exchanged for another and additional fluid was drained. Another two units of blood was administered. The patient was recovering fine and the drain remained in place overnight. It was later reported that the patient is doing well and had since went home with no further adverse events.